Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a proglide device was being used for pre-close in the left axillary prior to a planned coronary interventional procedure using a 6f sheath. Reportedly, the device separated at the distal guide. In addition, the foot plate separated from the elbow part of the device where the foot plate is housed but was held together by the actuator wire. Surgery was performed to remove the device from the anatomy. Hemostasis was achieved surgically. There was a reported clinically significant delay and the interventional procedure was aborted. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The foot break was not confirmed. Entrapment of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the proglide device was used in the axillary artery. It should be noted that the electronic perclose proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.